Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead trend showed a large spike in capture threshold. Upon testing the rv lead, the threshold was found to be high at greater than 3v. The rv lead was capped and replaced. During the procedure, the physician was unable to pass a guidewire due to a venous obstruction on the patient's left side. A new system was implanted on the patient's right side. No patient complications have been reported as a result of this event.